Manufacturer narrative:
(B)(4).

Event description:
The ICD exhibited unexpected battery depletion. The device was explanted and replaced.

Manufacturer narrative:
Longevity calculations showed the battery depletion was normal based on device usage. However, it was found that the estimated longevity to eri on the day of the reported event was inaccurate. Testing was performed on the ICD and the ICD was found to be normal. A root cause for the inconsistent remaining longevity estimate near eri indicated by the programmer was not identified.